Manufacturer narrative:
(B)(6).

Event description:
It was reported that via merlin.net, non-sustained lead noise due to post-paced t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.